Event description:
It was reported that a patient using the wireless recharger for a deep brain stimulation implantable pulse generator experienced scrolling battery lights on the recharger. The green light was illuminated on the dock. The issue was not resolved through troubleshooting, which included reviewing how to reset the device. A request was sent to repair and replace the recharger. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), analysis of wr9200, serial/lot #: (B)(6) found patient complaint confirmed. Led scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.